Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away. Obituary was located via online search. Cause of death was not provided; however, obituary states that customer "lost battle with diabetes". No further details could be obtained as per customer's healthcare provider, no additional information is available in customer's record.